Event description:
The customer stated that she was hospitalized for low blood glucose levels. Prior to the event, the customer treated a blood glucose reading of 301 mg/dl, using the bolus wizard feature. Shortly after that, her blood glucose levels dropped to 66 mg/dl. The customer treated with gatorade and candy, but she began to feel like she was going to black out. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. However, the reservoir volume did not match the amount of insulin in the reservoir. Advised the customer to check her glucose meter, as it is possible that it may have been giving inaccurate readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.